Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194-78 lead implanted: 2007 (B)(6); 5076-45 lead implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that four days post a device changeout procedure, t-wave oversensing was noted on the right ventricular lead. The clinician claimed that the t-wave oversensing was causing the patient's lower rate of 80 paces per minute to drop into the 50 paces per minute range. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.